Event description:
It was reported that the device display was dim. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the keypad (recall affected). A review of the device history record showed the device had a manufacture date of 17oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device display was dim. No additional information was provided. There was no patient involvement.